Event description:
It was reported that black debris was observed within the lines of the homechoice automated pd set with cassette. The issue was identified prior to device use for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: expiration date: on 06/2030. E1: initial reporter facility name, address, and city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.